Event description:
The customer reported that the system would loose motorized motion when the joystick was used. No pt injury was reported.

Manufacturer narrative:
A ge service representative conducted an onsite investigation. The remote user interface was tightened. The system was tested and operates as intended.